Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A dist contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014. The lifevest treated the pt at 16:14:20. The rhythm at the time of treatment was atrial fibrillation with a rapid ventricular response (235 bpm). The rapid atrial fibrillation contributed to the false detection. The pt was reportedly dizzy during the event and may have briefly lost conscious. The response buttons were pressed 50 seconds prior to the treatment and after the treatment, but not immediately prior to the treatment. The pt went to the hosp for eval and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 07/2013. Electrode belt (B)(4): 01/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).